Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the clip was deployed, the clip arms partially opened, which required an additional clip for stabilization, and is considered medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. The second clip delivery system (cds) was advanced and the clip was deployed; however, after deployment, it was observed that the clip appeared to be partially opened (approx. 30 degrees). It is unknown if the clip actually opened, or if the tissue couldn't be seen on imaging, making it appear that the clip was slightly open. The clip remained attached to both leaflets. A third clip was implanted to continue the reduction of mr, and a fourth clip was implanted to stabilize the suspected partially open clip. Four clips were implanted, reducing the mr to 1. The patient did well and remained stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported clip opening while locked could not be identified and there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.